Event description:
It was reported that the pta balloon shaft broke before completion of the svc angioplasty. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. Another device was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing and the lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. No pt details were provided by the reporter and additional attempts were made to gather the information; however, none were provided. The device was returned for evaluation and inserted through a 7fr introducer sheath. A complete circumferential shaft break was noted at the proximal balloon glue joint. The edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the reported retraction issues. The distal tip of the introducer sheath was flared likely indicating retraction issues. The patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it was unable to pass through the kink in the polyimide shaft. The balloon was unable to be retracted through the introducer sheath. The polyimide was cut at the location of the break and the balloon was stripped of its fibers. The investigation is confirmed for retraction issues and a break at the proximal balloon glue joint. It is possible that the break in the outer catheter was a result of the retraction issues. However, the definitive root cause could not be determined based upon the available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.